Manufacturer narrative:
Lot review: a two-year review of list ch2000sc-10 showed similar problem with additional reports. Those investigations recorded mixed results including no defect found, usage, cannot determine, and manufacturing/design. Visual analysis: received one used spiros. Met dimensional specifications. Functional testing: the spiros was connected to the unidentified infusion set and tested. No leakage observed. Final analysis summary: leakage was unable to be confirmed. When pressure tested, no leakage was detected.

Event description:
Spiros was leaking during chemo infusion. No adverse patient consequences were reported.